Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4), product type: recharger; product ID 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for movement disorders. It was reported was a screw missing on the implantable neurostimulator recharger (insr), the insr broke, and there was tape over the door. Additional information received 2 days later reported the screw was actually in the insr but they were had to tape it down. It looked like the insr was working but the ins was not charging past 50%. They didn't know how the screw came loose but the "patient wiggles a lot". The insr icon showed the insr was fully charged. The week prior to report they put the insr on the patient and they were at 75%. They were trying to recharge on the day of report and the ins was staying between 25-50%. Additional information received from a consumer reported they were charging too frequently. The patient had to charge more since his implant would die often. They were not able to get the charge past 50% even after charging all night. They were aware of the recharging best practices. They were not with the patient at the time so they could not troubleshoot. They had difficulty charging because of his shaking.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported recharging was taking too long. They had a difficult time recharging the implantable neurostimulator (ins) because the patient moves around and the nurses didn&#38176;want to stay in the room with him. They used the shoulder holster but the patient moved around and couldn't readjust it when they would lose coupling. No symptoms were reported. The ins would only get to 25-50% charge and 8 coupling bars. They had tried using ace bandages to hold the recharge in place.

Event description:
Additional information received from consumer reported the recharger was not chargeable and didn't recharge. It was unknown if it was the desktop charger or the actual recharger. The patient's movements were so bad that they couldn't recharge him without giving him some ativan. The patient had dystonia. It was noted that the doctor needed to give him the non-rechargeable battery. They inquired about turnaround time for getting it fixed. The corner cap on the recharger was not staying on. They were going to try and tighten it down and see if that worked. Screen was blank. The white arrows match up and it was unknown if the green light came on or if the connector pin is bent.